Event description:
This rv lead was implanted on (B)(6) 2012 and was capped on (B)(6) 2012. There us was no capture at maximum output, 6.5v @n 1.0ms and impedance measurements greater than 2000 ohms. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).